Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. Interrogation of the device shows the device was received above eri. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event is an internal parity error. The cause of the parity error could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to procedure the implantable cardioverter-defibrillator (ICD) was interrogated and it was discovered that the ICD was in backup vvi. The device was not used. There was no patient involvement.